Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition lcd monitor presented an intermittent issue where the monitor will go black, color bars were displayed and then the monitor went black again. The issue occurred during a diagnostic swallow study procedure. There were no reports of patient harm.